Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support arranged for pump replacement, planned to use multiple daily injections as backup therapy, agreed to place pump in storage mode and return it with a prepaid label, and understood the need to reenter pump settings and reconnect continuous glucose monitor to replacement pump.